Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for low blood glucose results. The customer is concerned with results obtained of 54mg/dl. The expected fasting blood glucose test result range is 110 to 150mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the bedroom. During the call on (B)(6) 2018, a back to back blood test was performed non-fasting by the customer and produced test results of 171 and 181mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 12/19/2018 and open vial date is (B)(6) 2018 the meter memory was reviewed for previous test result history: (date/time not stored correctly) result 1 :79mg/dl date: (B)(6) 2018 time:12:16pm fasting, result 2 :224mg/dl date: (B)(6) 2018 time:08:43am fasting, result 3 :87mg/dl date:(B)(6) 2018 time:07:21pm fasting, result 4 :54mg/dl date:(B)(6) 2018 time:07:08pm fasting, result 5 :106mg/dl date: (B)(6) 2018 time:05:50pm fasting, the customer is calling because he feels that the results he is getting from the meter are reading low. The customer is storing his meter and test strips in the bedroom.